Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that surgery occurred to explant and replace and reposition the leads to address the issue.

Manufacturer narrative:
¿Date of event¿ is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-32122. It was reported that patient fell and experienced ineffective therapy. Diagnostics showed high impedance on the leads. Surgery may occur to address the issue.